Manufacturer narrative:
All cannulas used by sofic to manufacture this batch of needles were delivered to us with a certificate of compliance with the iso9626 standard (relative to the stainless steel needle tubing). Stiffness and breakage tests comply with the requirements of the iso 9626 standard. Additional bending and dynamometer tests carried out by sofic on the reserve samples. In order to check the needle breakage rate in extreme conditions of use. Did not show any defect. Warnings/cautions of the risks related to product misuse, as well as needle sizes recommended according to the type of injection, are clearly indicated on the box/leaflet. Given information available on the circumstances of the incident, the possible causes for the reported problem may be the bending of the needle before use, excessive pressure or movement of the needle during injection, non-observance of single use, the use of a needle size inappropriate to the type of procedure and/or a sudden movement of the patient during injection. Final comments from manufacturer: no defect was detected on the needles from this batch during analysis and tests. No other complaint has been recorded on this needle batch out of 84,000 needles sold. In the absence of the actual defective needles in the case reported and as no fault was detected during tests of the retained samples for this lot, it is difficult to determine the cause of the reported problem. Still, the incident seems to be due to the non-observance of the instructions for use (IFU), especially to the use of a needle size inappropriate to the type of injection performed. Use of a 30g extra-short needle for a mandibular block injection, instead of a 27g long or 25g long needle, as recommended on the IFU leaflet.

Event description:
Follow-up information received on 16-nov-2017 from quality department by email. Additional information provided regarding results of investigation. Conclusion of the analysis report mentioned that no defect was detected on the needles from this batch during analysis and tests. No other complaint has been recorded on this needle batch out of 84,000 needles sold. In the absence of the actual defective needles in the case reported and as no fault was detected during tests of the retained samples for this lot, it is difficult to determine the cause of the reported problem. Still, the incident seems to be due to the non-observance of the instructions for use, especially to the use of a needle size. Inappropriate to the type of injection performed - use of a 30g extra-short needle for a mandibular block injection, instead of a 27g long or 25g long needle, as recommended on the IFU leaflet. Causality assessment on 28-nov-2017 on follow-up information received on 16-nov-2017: seriousness: serious. (Required intervention to prevent permanent impairment/damage (devices), important medical event, and hospitalisation or prolongation of existing hospitalisation). Listedness/expectedness: device breakage: listed EU, expected us/ca. Foreign body: unlisted EU, unexpected us/ca. Causality: latency: compatible. Recognized association: no. Analysis: according to the analysis report, no defect was detected on the needles from the batch during analysis and tests. Therefore, considering the potential causes mentioned above, the causal relationship between the device and the event was considered as unlikely. Dechallenge: na. Rechallenge: na. Concluded causality who: unlikely.

Event description:
Spontaneous report. Local reference (B)(4). (B)(4). Initial information received on (B)(6) 2017 via (B)(4). This incident concerned a (B)(6) male patient with no relevant medical history who had been treated with suspect device (B)(4) premium needle 30ga x-short (batch # f03883aa; expiration date: 2020-05, catalogue number: 02n2300) during a regular procedure in the mandibular block of the back right side of the mouth on (B)(6) 2017 and the needle detached itself from the hub and got stuck inside the mouth tissue. Subsequently, the patient was sent to the emergency room to have the needle removed. On (B)(6) 2017, the patient was not discharged of emergency room. At the time of this report, the patient's outcome was unknown. As per the compliance officer, the dentist concerned always uses this type of needle for these procedures. Further information has been requested from the reporter. Follow-up 1 information received on 23-oct-2017 from the dentist by phone. According to the patient's treating dentist, suspect device (B)(4) premium needle 30ga x-short appeared to have broken at the hub during mandibular block after he had given injection to the patient. In the dentist's knowledge, the fragment was either scheduled for retrieval/ for follow-up. The patient was currently under care of an oral surgeon. The broken needle was in the treating dentist's possession who declined to have it returned for investigation at the time of the follow-up contact. ====== causality assessment on 06-nov-2017 on initial information received on (B)(6) 2017 and additional information received on 23-oct-2017: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices), important medical event, and hospitalisation or prolongation of existing hospitalisation) b. Listedness/expectedness: device breakage: listed EU, expected us/ca. Foreign body: unlisted EU, unexpected us/ca. C. Causality: a) latency - compatible. B) recognized association - no. C) analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. The quality defect of the needles may be excluded when an analysis report will be available. Therefore, considering the available data, the causal relationship between the device and the incident was considered as not assessable. D) dechallenge - na. E) rechallenge - na. Concluded causality who: not assessable.